Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the pt came in with an acute myocardial infarction and with chest pain, on a scale of one to ten, the pain was a twelve. The left anterior descending (lad) and diagonal were wired; however, the guide wire would not move in the vasculature and then it separated into two pieces. The complete system was removed from the pt; therefore, there was no intervention required. There were no pt effects and the pt is doing fine. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).